Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; d9; g3; h2; h3; h6; h11. Visual examination of the returned product/provided pictures shows that the dovetail feature is compressed and flared. The device shows signs of use (gouges, scratches, inserter marks). Dimensional analysis results are within specification. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to use error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Complaint sample was evaluated and the reported event was confirmed based on damage to the dovetail feature. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: stemmed tibial component precoat size 3: catalog#00598003701, lot#37221473. G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not assemble on the tibial tray. There was a surgical delay of twenty (20) minutes due to the malfunction however no patient impact or adverse events have been reported. A second articular surface was implanted without complication. All available information has been provided.